Event description:
A medtronic representative reported that, while in a spine fusion procedure, a solera 4.5 tap was bent during use. Solera 5.0 and 5.5 taps were used to complete the procedure, with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement 4.5 tap shipped to site 06/17/2013. Medtronic investigation of returned suspect device finds that as reported, the tip of the instrument tip is bent. Otherwise, the instrument appears to be in good condition. This mechanical deformation directly caused the event.